Event description:
Facility has used the same needles for many years. Staff noted that the cannula top had changed colors at which time they noted the specimen was "not being locked into the needle" and they were losing the specimens, requiring another stick for the patient.what was the original intended procedure?bone marrow biopsy.device #1is this a laboratory device or laboratory test?no.